Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. No excessive delivery alarm noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No cracked on display window noted.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer's blood glucose was 600 mg/dl, which were treated with manual injection; customer also had ketones. Customer believed that no delivery alarms may be due to physical damage of insulin pump. Customer reported that the middle of the display screen had a crack and insulin pump was scratched. No delivery issue was not resolved. Customer was advised that insulin pump would need to be replaced.